Manufacturer narrative:
(B)(4).

Event description:
It was reported that during rotatable wrap sewing operation the arthropierce 35deg up fractured on the device operating part. There has been no information provided regarding any delay in the procedure or whether a backup device was available or used. There is no report of patient injury associated with this event.

Manufacturer narrative:
The break area shows signs of plastic deformation. The normally sharp tip of the shaft has been dulled. Dimensional and material specifications were inspected and found to meet print specification. The condition of the device is consistent with excessive forces being applied during use. Excessive force should not be applied to the instrument when manipulating soft tissue, bone, or hard objects. Use of this instrument in this manner may result in breakage, bent distal tips or jaws. No root cause related to the manufacturing process can be established. Use error is suspected.

Manufacturer narrative:
Device investigation narrative - a review of the ncmr database was performed which confirmed no abnormalities were reported with this lot during manufacture. A complaint history review identified no additional complaints for this manufactured lot. Examination was not possible, as the device will not be returned. The investigation was limited to the information provided. The investigation could not draw any conclusions about the reported event without the return of the devices. Further investigation is not warranted at this time. Evaluation codes updated to indicate that manufacturing review was completed. (B)(4).